Manufacturer narrative:
(B)(4). Batch # 687a70. Additional information was requested, and the following was obtained: could you please provide more details to "it seems that a part of it was loose."? I believe it´s the impulsor what part broke (closing trigger, firing trigger, handle, jaws, etc.)? Impulsor? Did any piece break off of the device? Yes if yes, did it fall into the patient? No if yes, how was it retrieved? Did this alter the procedure in any way? No were there any issues with the jaws of the stapler (visibly damaged)? No were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No were any unusual or unexpected noises heard during time of use? They did not use it investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a reload from the pan area and the sled can be seen protruding from its home position. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that an echelon reload was with a malfunction, it seems that a part of it was loose. No patient consequences reported. No further information is available.